Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. As a result, the distal grip cables became dislodged and loose, and the grip tips were unable to open or close. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. A visual inspection of the backend found the grip cable was broken at the clamping pulley. A broken cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. Additional unrelated observation not reported by site: the instrument was found to have corrosion on the bearings. The grips/pitch input disk bearings and thrust bearing exhibit orange discoloration. The corrosion was observed on multiple components of the bearing. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.